Event description:
It was reported to boston scientific corporation that capio slim was used on a sacrospinous ligament repair procedure. During the procedure, two devices misfired. The procedure was completed with another same device. There were no patient complications reported, and the patient fully recovered. Note: this manufacturer report pertains to the first of two devices used during the procedure.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired.